Manufacturer narrative:
(B)(4). Results: ruptured aneurysm. Disease progression. Conclusion: disease progression.

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm ten yrs ago. Preoperatively, the pt had renal stenting due to renal insufficiency. The right internal iliac was embolized and the graft was extended to the right external iliac. The renal stenting resulted in improved creatinine levels initially; however, the pt had a slow progression of renal insufficiency. No endoleak or sac regression was seen on initial the f/u CT. The pt was lost to f/u for several yrs when he presented with a thoracic type b dissection that was treated with another MFR's device. The CT scan approximately two yrs ago showed no endoleak or sac progression. This was followed by duplex and non contrast cts, with no change in a sac size. It was reported that five weeks ago, the pt presented to another hosp with an aortic rupture and was transported via helicopter to the academic institution of the index procedure where the device was explanted. The explanted device has not been returned. There was no loss of graft integrity or stent fractures. No additional clinical sequelae were reported and the pt is fine.